Event description:
It was reported that at a regular follow-up appointment, device interrogation revealed a code 1003, indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services (ts) was contacted and recommended that the device should be replaced within 90 days. Ts was recently contacted again at the end of march for a re-updated device longevity prediction. Ts indicated the device battery had 60 days of remaining longevity. The device was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. It was stated the device was retained at the healthcare facility and is not expected to be returned for analysis.

Event description:
It was reported that at a regular follow-up appointment, device interrogation revealed a code 1003, indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services (ts) was contacted and recommended that the device should be replaced within 90 days. Ts was recently contacted again at the end of march for a re-updated device longevity prediction. Ts indicated the device battery had 60 days of remaining longevity. At this time, the device remains implanted and in-service. The patient was stable with no adverse effects reported.

Event description:
It was reported that at a regular follow-up appointment, device interrogation revealed a code 1003, indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services was contacted and recommended that the device should be replaced within 90 days. At this time, the device remains implanted and in-service. The patient was stable with no adverse effects reported.

Event description:
It was reported that at a regular follow-up appointment, device interrogation revealed a code 1003, indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services was contacted and recommended that the device should be replaced within 90 days. At this time, the device remains implanted and in-service. The patient was stable with no adverse effects reported.